Event description:
Boston scientific received information that the patient reported that the implant site was tender and felt as if the device was coming out. The skin was not broken and there was no drainage noted. The device and lead system was explanted due to infection and a new device and leads system was implanted. There was no report of adverse patient effects due to the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.